Event description:
Surgery 2004 for hallus valgus. Discovered dislocation of great toe 5 days post-operatively. Return to surgery 1 week later screw was split the two. Both fragments retrieved and will for evaluation. Surgeon used different fixation to finalize the repair.